Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy, anterior and posterior colporrhaphy and intravaginal sling plasty with tunneler. Following insertion, the patient experienced erosion of mesh in vaginal wall, painful intercourse, painful sleep, unable to empty bladder, emotional pain, unable to travel, vaginal and bladder pain and vaginal burning/stinging. The patient underwent mesh removal due to not being able to empty bladder, problems urinating, vaginal pain, lump at entrance and erosion to vaginal wall needed to be removed. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, frequency, incontinence and nocturia. (B)(4).